Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B5 describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the device was removed from the patient's body without any problem using the normal method.